Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed multiple consecutive call service alarms and a reboot was observed on (B)(6) 2014. The battery compartment and returned cap were undamaged; the battery cap dimensions were within specifications. The cap was able to fully tighten on to the pump with no power loss. The pump powered on to a blank display screen and the intermittent power issue could not be adequately tested due to this. A new software coded was loaded on to the pump and the pump was exercised with no power loss. The pump cover was opened and no internal defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.